Event description:
Caller reported the luer/adapter connection is leaky. Caller stated insulin leaked out; customer smells insulin and there is wetness. Caller reported patient experienced elevated blood glucose level of 300-400 mg/dl. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.